Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Implanted: (B)(6) 2006. (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, on (B)(6) 2006, patient underwent anterior lumbar interbody fusion and posterior fusion from vertebrae l4 to s1. Reportedly, the patient was implanted with rhbmp-2/acs in this surgery. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space, over the transverse processes and along the facet joints). Allegedly, patient's post-operative period was marked by a period of improvement, followed by progressively worsening lower back pain, left sacroiliac joint pain, bilateral leg pain and radiculopathy, left foot pain and extreme sensitivity to his toes of the left foot. Radiographic imaging has repeatedly demonstrated bony overgrowth where rhbmp-2 was implanted in patient's lumbar spine. Due to severe pain and symptoms, the patient underwent revision surgeries on (B)(6) 2006, (B)(6) 2007, (B)(6) 2010, and (B)(6) 2012.